Manufacturer narrative:
This product is not marketed in the us. (B)(4). Per dfu for this lens model, vicl's are contraindicated for patients with keratoconus eye. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -4.0/+1.0/110 diopter, in the patient's right eye (od) on (B)(6) 2015. Lens rotation not associated to a low vault was observed. The lens was rotated three times. The lens remains implanted.